Manufacturer narrative:
Concomitant medical devices: (4) vygon 60" extension tubing, ams-747; (4) syringes MFR/model/lot unk, therapy date (B)(6)2015. No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient experienced a transient drop in blood pressure when the two syringe pumps located on the left side of the pcu, infusing dopamine and morphine, alarmed and shut down. The alarm recurred five minutes later on the same system while new devices were being acquired but did not occur again after the devices were replaced.

Manufacturer narrative:
The reported event was confirmed. A review of the pcu event log indicates that several syringe pump modules were infusing on (B)(6) 2015 at 10:39 pm when the pcu alarmed "channel disconnected". At that time the log recorded that two of the modules lost power and then rebooted a few seconds later. This series of lost power and then rebooting occurred a few more times on these two modules. At approximately 11:14 pm the infusions on both modules were restored and restarted and ran until approximately 11:44 pm when the system was powered down. Pictures of the pcu iui connectors showed contamination and corrosion present on the contacts of both the female and male iui connectors. The root cause was not definitively determined; however, there is evidence to suggest that it was the result of contaminated iui connectors on the pcu. No devices received, log review only